Event description:
My son has a big red patch where the bedwetting alarm was connected on his neck. For some strange reason, the alarm got very hot under normal use at night when he was asleep. He was crying frantically and I noticed that the alarm had just burnt him. The only way to shut it off was to remove the batteries from the alarm. The heat that this alarm generated was extremely high and burnt a child's skin.